Manufacturer narrative:
There has been corrective and preventative action taken relative to this matter, reference CAPA renq-CAPA-19. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
Baxter reports, "the patient needed to replace the transfer set, because the occluder feet are broken. Leaks can be observed when the minicap is removed. The reported set was place in 07/01//05 (less than 4 months)." There was no patient injury or medical intervention associated with this incident according to baxter.